Event description:
Healthcare professional reported "air in line error". Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Complaint history review performed. No previous complaints on this device. A review of the device history record has been completed. This pump passed all previous tests. Analysis of the returned device is complete. Results: z800f (B)(6), air in line sensor was tested by attempting to run an infusion with no tubing inserted into the pump 5 times and each time it alarmed air-in-line as intended. The air-in-line sensor was then tested by attempting to run an infusion with the tubing loaded into the pump, and no air present, and it did not alarm air-in-line. This was repeated 5 times. A 1 inch air bubble was then created and each time the air bubble reached the sensor, the pump alarmed airin-line as intended. This was repeated 5 times. Reported issue was not confirmed. Pump meets passing criteria.